Event description:
It was reported that prior to starting a da vinci surgical procedure, the micro bipolar forceps was noted to have tension cable frayed. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The micro bipolar forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable to be broken at the proximal clevis hub. The cable crimp was still intact. The clevis did not exhibit any damage or wear marks. The other cables at the instrument wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.